Manufacturer narrative:
Device received with blank display due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. Customer stated that the damage battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.